Manufacturer narrative:
Follow-up with the user facility revealed that the involved product was misplaced or might have been discarded inadvertently by the staff and therefore will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and the certificate of conformance indicated that the product from this lot #84316 met final inspection and product release acceptance criteria. This lot was manufactured on 18-oct-2016. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device family showed a total of 8 complaints of "sound cap" breakage, including this complaint. (B)(4). To date, there have been no serious injuries or death related to the reported breakage. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following precautions and warnings: - if using the optional sound cap (8 mm, 12 mm): inspect sound cap blue foam and blue seal prior to use. - use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was not returned.

Manufacturer narrative:
The used/damaged airseal 12mm access port is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
On (B)(6) 2017, conmed corporation received a user voluntary medwatch report #2300530000-2017-8008 forwarded by the FDA. Listed below is the event description as stated on the user medwatch report: "sound cap vent (rubber valve) broke off of the airseal trocar and fell into the patient's abdominal cavity during the robotic case. The sound cap was retrieved from the abdominal cavity. No patient harm reported." Follow-up with the user facility representative confirmed that during a robotic nephrectomy on (B)(6) 2017, the "sound cap vent (rubber valve) broke off and fell in the patient's abdominal cavity. The broken piece was safely removed with no problems noted. The procedure was otherwise completed as planned with no patient injury or surgical delay reported. The 75 years old, male patient was discharged as per routine procedure for this type surgery. This report is filed on the basic of potential for patient injury with recurrence.